Event description:
The account alleged that the side rail is not latching. No pt injury.

Manufacturer narrative:
The tech found that the bed functioned to specifications and he could not duplicate the alleged issue off the side rail not latching.